Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the previous device check, this pacemaker device showed one year reaming longevity. Then, the patient showed up at 6 month follow-up and device reached end of life (eol). Boston scientific technical services (ts) discussed how this device manages longevity as it related to current bins. The device was explanted. No additional adverse patient effects were reported.